Manufacturer narrative:
(B)(6) 2015 product investigation results: reporter returned an unspecified number of toothbrush heads on (B)(6) 2015. Handling problem; use of abrasive toothpaste in combination with insufficient cleaning.

Event description:
Lower brush detached in mouth / brush head fail [device breakage]; no adverse event [no adverse event]. Case description: a male consumer of unspecified age reported that after only a few weeks of using his oral-b vitality series toothbrush, the lower brush of the oral-b brushhead, version unknown detached in his mouth and he came very close to swallowing it whole. No symptoms developed. (B)(6) 2015 reporter returned an unspecified number of toothbrush heads (no handle included). Evaluation is in process. (B)(6) 2015 product investigation results: reporter returned an unspecified number of toothbrush heads on (B)(6) 2015. Brush disc separated from tube, reason: use of abrasive toothpaste in combination with insufficient cleaning.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Lower brush detached in mouth / brush head fail [device breakage]. No adverse event [no adverse event]. Case description: a male consumer of unspecified age reported that after only a few weeks of using his oral-b vitality series toothbrush, the lower brush of the oral-b brushhead, version unknown detached in his mouth and he came very close to swallowing it whole. No symptoms developed.